Manufacturer narrative:
The product evaluation laboratory received one swan-ganz catheter with an ava hf 9f introducer, monoject limited volume syringe and contamination shield. As received, the thermal filament heat shrink was found to be damaged at 15cm and 20cm proximal of distal tip. The heat shrink was completely broken off at the 20cm location. The thermal filament and the heater shrink were bunching to the distal side. Blood was visible inside the shrink tube. Both distal and proximal heat shrink bonding were intact and no visible damage was found. The thermal filament was partially unraveled from the catheter body but not broken off. Insertion testing into the lab introducer or measurement catheter body outer diameter was not performed due to the condition of the heat shrink. The thermistor was submerged in a 37.0c water bath and read 37.0c on the vigilance ii monitor. The catheter ran cco in 37.0c static water bath for 5 minutes without an error message. The thermistor and thermal filament circuits were continuous. There were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. The resistance value of the thermal filament circuit was within specifications. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. There was not visible damage on the returned introducer, syringe and contamination shield. The correct lot number was not provided; therefore, a review of the manufacturing records could not be completed. The report of "thermal filament of this swan-ganz catheter was found peeled" was confirmed, but the report of "cardiac output values were not displayed" was not confirmed. An engineering evaluation task was initiated to assess manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is unknown if user or procedural factors contributed to this event.

Event description:
As reported, after surgery a patient was transferred to the intensive care unit for monitoring. The clinician was not able to obtain cardiac output values. Consequently, the swan ganz catheter was discontinued in conjunction with the introducer. It is unknown if the clinician attempted to first pull the catheter out of the introducer. Upon discontinuing the catheter and introducer, it was noticed that the thermal filament of this catheter was found peeled. The patient was monitored using transesophageal echocardiography instead. There was no allegation of patient injury. Patient demographics requested, but not provided.